Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The infusion set was falling off from the patient's body. This occurred with 3 infusion sets. No adverse event was reported. The infusion set was requested to be returned for product evaluation.